Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead triggered a lead safety switch (lss) due to impedance measurements of greater than 3000 ohms. Additionally, noise and oversensing were observed, causing the device to detect signal artifact monitor (sam) episodes. Also, ra oversensing of right ventricular (rv) signals was noted. An ra lead fracture was reported. A surgical revision was performed to replace this patient's device, and occlusions in the patient's anatomy were found, as well as possible adhesions to the lead. Therefore, it was decided to reprogram the lead to unipolar and the lead remains in service. No adverse patient effects were reported.